Event description:
The reporter contacted animas on (B)(6) 2012, stating all of the keypad buttons had become intermittently unresponsive. It was alleged that the keypad rubber fell off after the tactile issues began. The pump was reportedly "not exposed to water." The patient reportedly wore the pump under garment against the body and cleaned it with a dry cloth. It was claimed that a protective skin was on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was completely peeled off. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing the ok and up arrow keypad buttons were found to be intermittently unresponsive; the down arrow and contrast buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts.